Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/17/2017 with the following findings: during investigation, the pump was powered on to a dim display with a reddish hue. Unrelated to the original complaint, the battery compartment was cracked along the side of the pump.

Manufacturer narrative:
The pump has been returned to animas for evaluation an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.